Event description:
It was reported that the customer was unable to download and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was offered to troubleshoot no delivery alarm but declined. The customer was offered to replaced the insulin pump.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unable to download using care link pro due to a47 error alarm found in alarm history screen. A47 error alarm due to corrupted history file. Unit had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.